Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with this pacemaker experienced pain on the device's pocket. The physician opted to revise the pocket. The pacemaker was explanted and replaced. No additional adverse patient effects were reported.